Event description:
Unit failed battery/alarm operations. Unit operated on normal battery operations for only 10 minutes, then went directly into plug-in alarm and stopped pumping. Equipment did not go into low battery alarm. MFR replaced battery. (*)